Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2022. The microsensor showed high icp (89mmhg) while the patient was in good condition. Therefore, the microsensor was retrieved on (B)(6) 2022 and monitoring was stopped.

Event description:
N/a.

Manufacturer narrative:
The microsensor (B)(4) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.